Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the left ventricular lead exhibited high impedance. The patient was brought into clinic and upon interrogation, it was confirmed the lead exhibited high impedance. The lead was reprogrammed. The patient was in stable condition and would continue to be monitored.